Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer stated that she had nausea prior her admission. Troubleshooting was performed. The customer's last glucose reading was 83 mg/dl, and she was treated with an insulin pen. The time and date were incorrect. The customer stated that the doctor removed the battery from the insulin pump and changed all the settings. Reviewed the bolus history and found two no delivery alarms. Assisted the customer changing the infusion set/reservoir and rewinding/priming. The insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.